Manufacturer narrative:
(B)(4). Concomitant devices - nexgen stemmed precoat cemented tibial component size 3 catalog #: 00598003701 lot #: 65550560. Report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during a knee arthroplasty revision, the articular surface could not be assembled with the mating implant. After attempting to implant the articular surface, the implant was identified to be damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that the locking features exhibited damage as it was flared out and compressed and the distal surface exhibited nicks and gouges in various areas. The damage to the dovetail feature confirmed the implant would not be able to be seated. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface may occur if the articular surface is not correctly placed and oriented prior to pushing it with the inserter. Detailed instructions for inserting the articular surface are included within the surgical technique. The root cause is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this patient; please see all reports associated with this patient: 0001822565-2023-01056, 0001822565-2023-01217.

Event description:
It was reported that during a knee arthroplasty revision, the articular surface could not be assembled with the mating implant. After attempting to implant the articular surface, the implant was identified to be damaged. The articular surface could not be used and the original articular surface that had been revised was sterilized and reinserted to complete the procedure. No adverse events were reported as a result of this malfunction.